Event description:
Two to six months post implant, pt heard the device making a popping noise. She stated that while standing the implant would dislocate. She often feels a vibration down her leg. She experiences intense hip + leg pain, has ambulation difficulties + back pain. In (B)(6)2010 her surgeon stated that she is having an allergic reaction to the metal in the cup. Blood tests were taken which revealed chromium levels of 24.3 + cobalt levels of 37.4. She was told that she has severe metal toxicity poisoning. She is currently experiencing blurred vision. Fatigue + nausea. She is seeking a second opinion next month.